Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. In addition, the root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that after this device was implanted it was discovered that the device was in storage mode. The pocket was thus re-opened and the right ventricular (rv) lead was disconnected from the device, and when attempting to reconnect the lead it was not possible. A new device was used with the same lead with no issues. This device was returned. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that after this device was implanted it was discovered that the device was in storage mode. The pocket was thus re-opened and the right ventricular (rv) lead was disconnected from the device, and when attempting to reconnect the lead it was not possible. A new device was used with the same lead with no issues. This device will be returned. No adverse patient effects were reported.